Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller (serial number: (B)(6) having a self-test issue and the reported event of shock was not able to be confirmed. The system controller was not returned for analysis. Data from the submitted log files was reviewed. The controller supported the system without issue in the data reviewed. The log file captured the silence alarm button being pressed several times in short succession with no alarms active and several completed backup battery load tests, which may be due to the reported self-tests, but these events cannot be conclusively correlated to the reported event and do not necessarily indicate an issue. No indication of a shock was captured in the log file. Provided information indicated that the shock had not reoccurred, the controller was not exchanged, and that no equipment would be returned for analysis. The root cause of the reported events was not able to be determined via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 4 of the patient handbook ¿ ¿living with the heartmate 3¿ and section ¿patient care and management¿ of the IFU state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. Section 3 of the IFU and patient handbook¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Section 2 of the IFU entitled ¿system operations¿ and section 2 of the patient handbook entitled ¿how your heart pump works¿ addresses system controller self testing. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an unprompted self-test go off while system controller was sitting on their lap. No chipped paint was noted on the controller; they denied that controller was overheated. No damage/breaks were noted. A picture was provided. No alarms were noted on interrogation. 3 times of self-tests were performed and everything performed as it should. However, the controller shocked ventricular assist device coordinator after the first self-test when it was touched to confirm if the battery button felt off or stuck in any way. The event log captured mainly routine events and confirmed on 09apr2026 morning that there were 3 self-tests performed at 08:10, 08:18, and 08:19 then the alarm silence button pressed several times. The shocking seemed to have been an isolated incident; no further shocking was noted. The system controller remained in use.